Event description:
Information was received from a healthcare facility via a medtronic representative regarding a beveled trocar to be used in an unknown spinal therapy. It was reported that the kit was opened and scrub tech noticed the bevel trocar looked ¿weird.¿ the inner stylet of the beveled trocar appeared short and damaged at the tip. T34b was used as replacement. The case went on without issue. There was no patient involved in the event. No further complications were reported/ anticipated.

Manufacturer narrative:
Section e: initial reporter details are unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.